Event description:
It was reported that a patient underwent a gynecological procedure in 2009. At the end of the procedure, the connector on the front of the motor drive unit broke off of the unit while in the process of removing the disposable handpiece. There was no adverse patient consequences.

Manufacturer narrative:
Date sent to the FDA: 05/05/2009. Damage to drive connector or coupling. Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.